Event description:
The stent broke during deployment (during the procedure) and a part of the stent remains inside the external iliac artery and still inside the pt's body. The stent which was originally 10 cm length broke into 7.9 cm and 2.1 cm, the small part (2.1 cm) remains deployed well positioned and expanded in the artery. Hence the physician did not retrieved the 2.1 cm stent piece, instead used another stent in the artery to cover the lesion. Attached the stent image. The pt didn't have any complication due to this occurrence, the pt is fine.

Manufacturer narrative:
There was no zfv6-125-7-10.0 device of lot cf746704 in stock at the time of the investigation. We were advised that the device involved in this complaint was available to be returned for evaluation, but to-date the device has not been received at cook (B)(4). As the device has not been received; therefore, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. With the info provided a document based investigation was carried out. If the device is received at a later date, the complaint file will be updated to include details of the complaint investigation. The complaint info stated that user of the device had the following issue: "the stent broke during deployment (during the procedure) and a part of the stent remains inside the external iliac artery and still inside the pt's body. The stent which was originally 10 cm length broke into 7.9 cm and 2.1 cm, the small part (2.1 cm) remains deployed well positioned and expanded in the artery. Hence the physician did not retrieved the 2.1 cm stent piece, instead used another stent in the artery to cover the lesion". A photo of the stent was provided in trackwise. Based on a review of the attached photo, stent fracture could be confirmed. The component involved in this complaint is irszvs- 1.6-7-100-flex-gold (stent with gold rivets) of lot # ch741388. Irszvs- 1.6-7-100-flex-gold undergoes fqc as per the "deployment of stent" section of the instructions for use, it instructs the user of the following: before deployment, it is important to straighten the proximal part of the delivery system as much as possible and to keep the handle in a stable position. The stent expansion must be performed under fluoroscopic control. Hold the hub on the metal cannula steady. To deploy the stent, remove the red safety lock. Hold the hub end stationary. The stent will be deployed as you pull the handle toward the hub. The radiopaque marker on the delivery system indicates the progress of the deployment. Note: full deployment of the stent length will occur when the distal end of the sheath has been retracted past the proximal part of the stent. As deployment occurs, continue sliding the handle toward the hub in a slow, smooth and consistent fashion. The stent is fully deployed when the handle reaches the hub". From the info provided, stent fracture occurred during deployment. Stent fracture should not occur if deployment of the stent is carried out as per the instructions for use. Prior to distribution all zilver devices are subject to visual inspection and functional check to ensure device integrity. A review of the manufacturing records for lot numbers ch741388 and cf746704 did not reveal any discrepancies that could have contributed to the complaint issue. As per the instruction for use that accompanies this device, IFU, stent strut fracture is included as a potential adverse effect. A two year review of the complaints history for zfv6-125-7-10.0 devices revealed no other complaint for stent fracture. This; therefore, represents an isolated occurrence for this rpn over this timeframe. From the info provided, the pt didn't had any complication due to this occurrence, the pt is fine. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.